Event description:
The following info was reported: inflated balloon then pulled back, balloon lost pressure and device came out through sheath. Sheath stayed in artery and so opened a second mynxgrip device and achieved successful closure. The pt was not hospitalized. 6f cordis sheath was used. Procedure: coronary. Stick location: high common femoral artery.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the lead was a longitudinal tear on the balloon, approx 5mm from the balloon proximal tip. The introducer sheath was not returned; therefore physical eval could not be made to determine whether there was damage to its distal end that could have punctured the balloon. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and the investigation performed, the root cause of the tear could not be conclusively determined.